Event description:
Breakage of a glass evacuated container. The customer contact stated that there was a crack near the evacuated container's threads, which was 3/4 full with thoracentesis fluid. When the clinician lifted the evacuated container by the stopper, the evacuated container detached from the stopper, fell on the floor, and shattered. It was reported that the clinician was unaware that the container had a crack. The glass cut the clinician's index finger. The cut was described to be a 1/2 inch deep and resulted in blood loss of less than 1ml. The clinician was seen by the employee hlth nurse. It was reported that the cut was "not severe" and that it healed without any complications. No med interventions were required. Though requested, no additional info was provided.